Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not lock into the stemmed tibial baseplate, resulting in a 90 minute delay in surgery.